Event description:
The customer reported that the ventilator shut down while on a patient, and when it was restarted the air flow wasn't constant. The customer reported that there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the motor controller pcb board to complete the repair. Final applicable testing was completed and tests passed per operating specifications. Factory analysis revealed a component failure on the motor controller pcb board. The component failure resulted in voltage fluctuation to the blower motor, creating flow and pressure fluctuation during breath cycling in normal ventilation mode.